Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that ventilator failed the pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Based on technician statement, the nozzle units were replaced to resolve the issue. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The issue was decided to be reported based on available information as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The faulty nozzle units were not returned. The root cause to the reported issue has not been determined.